Manufacturer narrative:
The insulin pump passed the functional test, including the self test,sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for pump error 53. Formatted history file analysis confirmed pump error 53 due to software error. The insulin pump had scratched case, fading serial number label and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed software error alarm and motor communication error alarm. Customer's blood glucose was 120 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.